Event description:
The lens would not unfold when implanted in the patient's eye. The original incision was made too small, so the incision was slightly enlarged to removed and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00172 for the intraocular lens used with this delivery device.